Manufacturer narrative:
The customer biomed troubleshot this issue with ge healthcare remote technical assistance. Ge healthcare recommended to the hospital to replace the flow sensors. There is no confirmation that this resolved the reported issue because there is no more information available.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed and mechanical ventilation was not functional. There was no report of patient involvement.